Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. A voicemail was left on (B)(4) 2013 for (B)(6) (rn) and an email sent requesting further details. A request for an evaluation has been sent to the supplier. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014.

Event description:
An ICU manager reported difficulty inflating the balloon with a syringe regardless of the position of the tubing. The date the event occurred is unknown.